Event description:
It was reported that the impedances on the octad lead with serial number (B)(4) was greater than 10,000 on electrodes 9 and 15. A programmed contact was out which was causing the patient to experience intermittent stimulation. The patient was able to physically manipulate (on/off) the stimulation by reaching around and touching their leads as they inserted into the battery. This issue resolved when the patient was reprogrammed around the contact that was out. The patient was receiving effective therapy at the time of the report. There was impedance testing and reprogramming done. The cause of the event was a lead impedance issue. The patient was experiencing intermittent stimulation at the lead location. At the time of the report the patient was alive with no injury and was happy and doing well.

Manufacturer narrative:
Concomitant products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).